Event description:
The daughter of a male patient contacted lifecor customer support to report that her father's monitor was not powering up. She stated that she tried both battery packs and neither would work. Support sent a patient services representative (psr) to the patient to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The cause of the monitor not starting up was a faulty pld (u300) on the computer/analog pca within the monitor. U300 is a dual n and p channel mosfet. The root cause of the u300 failure cannot be positively identified, but was likely a random component failure. This is an unusual event. No adverse event resulted from the u300 failure. The patient received a replacement monitor.